Event description:
Litigation alleges that the patient suffered injuries and had excessive levels of chromium and cobalt. **update** (B)(4) 2013 - patient's revision operative records were received. Records indicate the patient was revised to address a large pseudocyst with metal on metal wear. Upon revision murky metal on metal fluid, osteolytic lesions, no bone ingrowth in the acetabulum, and corrosion at the taper trunnion junction were all found. The stem and sleeve were added to the complaint, and the complaint re-opened.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the warsaw and international complaints databases finds no other reports against the femoral stem product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. It is known the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.